Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
Per dealer right and left side is broken at same spot where bolt goes through the metal at the first pivot point. Metal is broken.